Event description:
Mother of home pt reports pt extension line separated from pt connector of homechoice set during initial drain of homechoice treatment. Mother noted when system error 2240 alarm sounded. Hp discontinued treatment at this time and set up new supplies to complete therapy. Mother reports no pt injury or medical intervention as a result of incident.